Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose since (B)(6) 2017 with blood glucose in the 40 mg/dl range at the time of the incident. The customer uses auto mode on their pump. The customer was at 255 mg/dl at the time of the call. The customer used food to treat. The customer 's doctor asked them to call since the customer believes the pump is over delivering. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The reservoir will be returned for analysis.